Event description:
The pt's niece reported that the pt's cadd legacy pump serial number (B)(4) was showing error code 1816. She was switching the pt's cassette when the pump malfunctioned. I instructed pt to switch to backup pump and confirmed that we will ship a new pump to arrive tomorrow morning. The pt will send back the malfunctioning pump once she confirms the replacement pump is working properly. She did not have a lapse in therapy. Dose or amount: 10ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: i27.20 pulmonary hypertension.